Event description:
Reporter indicated she was having communication difficulties while trying to interrogate a vns therapy pulse generator. Reporter's serial data cable was subsequently returned to manufacturer for product analysis. An analysis was performed on the serial cable and the reported complaint was verified. Visual analysis of the serial cable identified 2 broken wire connections at the dell axim connector plug assembly. Once the wires were resoldered onto the dell axim connector plug pcb, the serial cable was able to establish communication between the programming handheld and wand.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.